Event description:
It was reported over the past year, the pump therapy had not worked as well. The patient experienced an increase in pain and noted a general complaint that the "therapy was not working." The patient underwent removal of the intrathecal pump system in 2008.

Manufacturer narrative:
Both the pump and catheter were returned to the manufacturer for analysis. Result: used for the catheter. Final device analysis of the pump indicated there was no anomaly found. The pump passed flow testing and had normal device function. A 7.8 cm piece of catheter was returned including the pump connector. The pump connector appeared to have been misaligned on the dispensing tip such that drug dispense would have been obstructed. The connector was inspected under a microscope. Inside the cup a dimple could be seen that most likely points to occlusion of the pump lumin, due to the misalignment of the pump dispensing tip. Final device analysis of the catheter revealed - pump connector anomaly.